Manufacturer narrative:
Other, other text: h10 ? Device evaluation results: one portex airway nasopharyngeal tube was returned for investigation in used condition. The customer reported product problem was confirmed (differing shape of the flange). The returned device failed the following test: go/no go test. The root cause of the product problem was a manufacturing issue (incorrect handling).

Manufacturer narrative:
Customer facility phone: (B)(6).

Event description:
Information was received indicating that a smiths medical trach's flange was found to be different from usual immediately after opening the package. There was no patient injury.